Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings:a review of the black box indicated evidence of partially discharged batteries being installed on 05/05/2015, 05/06/2015 and 05/10/2015. The black box and alarm history showed no evidence of ¿replace battery¿ alarms. The pump powered on normally and did not draw excessive current. There was no evidence of internal defects when the pump casing was removed. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.